Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate therapy for atrial fibrillation (af) with rapid ventricular response. At this time device remains in service. No additional patient effects were reported.